Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the guide wire was used in a case to treat an occlusion in the area between the elbow and shoulder. A pronto device was being used to remove clot and as the device was maneuvered over the guide wire, the guide wire was seent to have separated approximately 30 cm from the tip, and was pointing backward (as seen on fluro). This then caused a perforation of the artery; however, this sealed on its own with no medical intervention required. The patient was treated with a stent as intended, and the guide wire was removed in its entirety, with nothing remaining in the patient. The pronto device was being used with a sheath and not a guiding catheter, therefore the guide wire could have buckled, then causing the separation. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- quality engineering reviewed the incident, but the device was not returned for analysis. Balance guide wires were designed with the hypotube junction 40 cm from the distal tip (not 30 cm as reported) and from the case description, this was the likely fracture site. It is likely that the hypotube area was not well supported for the peripheral procedure resulting in overbending of the joint and fracture in addition to pushing against resistance. It was noted that a guiding catheter was not used during the procedure which could have prevented the perforation. The root cause of the failure is unk, but the cause appears to have been related to circumstances during the procedure.